Event description:
It was reported that balloon deflation failure occurred and had to be surgically removed. The target lesion was located in the superficial femoral artery bypass. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during procedure, the balloon failed to deflate. The physician popped the inflated balloon to proceed with device removal. However, the balloon catheter could not be removed through the 4f non- bsc sheath. The balloon catheter was surgically removed. The procedure was completed without any patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of portions of the sterling balloon catheter, 4f cook sheath and unknown guidewire. The portion of the sterling was received in the lumen of the distal portion of the guide catheter with 5mm of the device sticking out of the tip of the guide catheter. The portion of the guidewire was received in the wire lumen of the sterling device. The sterling device was removed proximally and found that the shaft was stretched and necked down. The balloon was loosely folded with some bunching at the distal end of the balloon. The inner diameter of the guide catheter measured .059", which is consistent with a 4f sheath. The reported deflation difficulty could not be confirmed as the balloon was not inflated and could not be functionally tested.

Event description:
It was reported that balloon deflation failure occurred and had to be surgically removed. The target lesion was located in the superficial femoral artery bypass. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during procedure, the balloon failed to deflate. The physician popped the inflated balloon to proceed with device removal. However, the balloon catheter could not be removed through the 4f non- bsc sheath. The balloon catheter was surgically removed. The procedure was completed without any patient complications.